Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) and right ventricular (rv) leads exhibited a numerous episodes of noise and oversensing upon initial programming in unipolar configuration. Pacing inhibition was also observed due to the oversensing of noise. At follow-up the system was tested with unipolar pacing/bipolar sensing but isometric testing and pocket manipulation resulted in continued noise on both channels. The physician decreased sensitivity and programmed it to a fixed value. Non-specific adverse patient effects were reported.